Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, when deploying the clip, tissue became compacted between the vessel locator wings and the delivery tube, resulting in the incomplete wing closure. Counter pressure was used to remove the device from the patient's anatomy. Hemostasis was achieved using manual compression. There was no patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.